Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The customer stated that action button was split and buttons were stick, harder to push and did not responded right way. Customer also reported that there was scratches on screen and screen was harder to read. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, keypad voltage test, and the dat test at .08705 inches. The insulin flow blocked alarm functioned properly during the basic occlusion test, occlusion test and force sensor test. Successfully downloaded the trace and history files using thus. The pump was monitored and no blank display, battery failed alarms, insulin flow blocked alarms, unexpected power/battery alerts, or unresponsive keypad noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. A review of the history files shows on 3/6/2022 there are three (3) no delivery (insulin flow blocked) alarms (09:29, 09:30, and 09:38) during manual bolus deliveries, eight (8) batt out limit (power loss) alarms between 04:07 and 13:50, and one (1) change battery fault (replace battery alert) at 05:16 that occurred. The pump was cut open for visual inspection. No obvious insulin odor noted. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, force sensor, and reservoir compartment noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: minor scratched lcd window, cracked select button keypad overlay, scratched case and pillowing keypad overlay. Battery failed alarms, insulin flow blocked alarms, and unresponsive keypad are not confirmed. Cosmetic damage on the keypad overlay and lcd window are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.